Event description:
The patient was implanted with biventricular assist (bivad) devices on (B)(6) 2014. Reportedly, two days post-implant, a negative rvad flash test occurred indicating possible incomplete vad ejection. The patient was taken to the operating room on (B)(6) 2014 where the left and right vad cannulae were manipulated. The left ventricular cannula length was shortened. Post-surgery the flash test was reported to have returned positive. The patient's condition gradually improved over the next couple of weeks. Hospital course prior to (B)(6) 2014: on (B)(6) 2013, prior to bivad placement, the patient had an intra-aortic balloon pump placed and was started on extracorporeal membrane oxygenation (ECMO). Postoperatively, the patient experienced bleeding requiring transfusion of multiple blood products. Mechanical ventilation was reportedly difficult requiring electiveatracurium paralysis. Attempts to wean the patient from ECMO and mechanical ventilation were not successful. Anticoagulation (heparin infusion) was titrated. After approximately 17 days, on (B)(6) 2014, a decision was made to implant the rvad and lvad devices. Preoperative bleeding continued intraoperatively and postoperatively for which the patient required transfusion of significant amounts of blood products (prbcs, cyoprecipitate, fresh frozen plasma, albumin and platelets). On (B)(6) 2014 the drive pressure on the rvad was reduced when connecting the patient to the portable driver, and the flash was lost. The drive pressures were increased and flash was obtained. The patient's condition improved over time and by approximately (B)(6) 2014, the patient was extubated, eating, and ambulating in the hallway. Bivad therapy was on-going. On (B)(6) 2014 the patient experienced a headache overnight and became obtunded due to a large intracranial hemorrhage and expired (reference MFR report #s 2916596-2014-00246 and 00247).

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported loss of flash could not be determined. The patient remained ongoing on lvad support and no further related issues were reported. The patient later expired on (B)(6) 2014 due to intracranial hemorrhage. Loss of fill signal and how to respond is outlined in the device¿s approved labeling. In cases of fill signal failure, the pump can function in fixed mode without affecting safety to the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
This medwatch (MFR report #2916596-2014-00260) is in reference to the patient's vad supporting the left ventricle (lvad, serial # (B)(4)). Please reference MFR medwatch report #0002916596-2014-00198 for the vad supporting the right ventricle (rvad, serial # (B)(4)). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.